Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid on the outer tubing overlay, and the outer tubing overlay was melted and had cosmetic environmental stress cracking. There was blood in/on the helix mechanism and there was apparent explant damage.

Event description:
It was reported there was a jump in impedance and sensing issues. It was also initially reported that the impedance was high. The lead was explanted due to suspected fracture. No patient complications were reported as a result of this event.